Manufacturer narrative:
The elecsys hcg stat reagent lot number is 86901300, and the expiration date is 31-oct-2026. A field service engineer (fse) determined that the original sample was not available for rerun for investigation. A sample from the day after was available, and all of the results were high. Qc and a precision check were within specifications. The instrument was operational, and no additional errors have occurred. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg stat result from the cobas 6000 e601 module for one patient. The initial result was 24 miu/ml, accompanied by a data flag. The repeat result was >10,000 miu/ml, accompanied by a data flag. Another sample was collected at the same time and had a result of 12996 miu/ml. The initial result was questioned because the customer noticed that the patient was pregnant and noticed the sample short alarm that accompanied the initial result. The repeat result was deemed to be correct.

Manufacturer narrative:
Qc was within range before the event. The alarm trace report shows sample short and abnormal sample aspiration alarms. These are consistent with poor pre-analytical handling. The investigation determined the issue was due to pre-analytical handling issues at the customer site.